Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon withdrawal difficulties and a shaft break occurred. The severely calcified lesion being treated was located in the totally occluded superficial femoral artery (sfa). The lesion was 40mm long and the vessel diameter was 4mm. The physician was attempting a crossover approach due to the heavy calcification. The physician encountered a lot of resistance, and was unable to advance the small peripheral ultra2 cutting balloon through the lesion. The physician attempted to withdraw the device, and was unable to. He then tried to move the device forward and back and cold not move it either way. The device was stuck in the heavy calcification. By pulling back, the shaft of the device broke into two pieces. The physician then surgically opened the sfa to remove the pieces. He then dilated the occlusion with a wanda balloon catheter through the opening in the vessel. This was successful and the procedure was completed. No further pt complications were reported, and pt status was reported as 'ok'.

Manufacturer narrative:
Product analysis confirmed the complaint. The catheter was returned in two separate pieces. The balloon was not in the mfg profile with blood present in the balloon. The device was separated/torn off at the rx bound end which was measured at approx 245mm from the end of the distal tip. Stretch/elongation was present on the rx joint which measured approx 5mm. Damage was noted at the rx joint. The inner lumen and distal shaft were torn at the break area. No damage present on the blades or the distal tip of the balloon. A severe kink was present on the blue braided shaft 355 mm approx from the end of the distal tip. No elongation was present on the distal shaft. The distal part of the catheter was attached to a touhy borst and the balloon was inflated with an inflation device to 10 atms for two minutes with no issue on the balloon. The device history record of the device has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance spcs. A root cause of operational context has been assigned to this complaint.